Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no similar complaints were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number has been provided and a review of the manufacturing history record is in progress. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a procedure the clinician noted the guidewire protruding from the catheter. Attempted removal of the wire from the catheter resulted in the tip of the catheter detaching within the patient. The tip was successfully retrieved from the patient. No additional patient consequences to report.